Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report to the best of our knowledge.

Event description:
It was reported that the customer passed away due to cardiac arrest and diabetes complications. It was stated that the customer was wearing the insulin pump at the time of death. No further details were given.